Event description:
A talent thoracic stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 2 months ago. Aneurysm and vessel morphology were not reported. The pt also has a history of an abdominal aortic aneurysm from 20 years ago, which was treated at that time with an aortic bi-femoral graft sewn in between the renal arteries and iliac arteries. It was reported that a transgraft endoleak was observed at the time of the thoracic graft implant and has resolved. Approx 1 month ago, the pt presented with upper back pain, and a type iii endoleak (component separation) was suspected; however, more recently, angiography confirmed that there was no component separation but rather a small endoleak, which may be a type I but is not brisk. The physician has elected not to intervene but to monitor the pt, who will be brought back in 3 to 6 months for a CT eval. The pt is stable, and no additional clinical sequelae were reported.

Manufacturer narrative:
(Other, no intervention planned) eval: results: endoleak. Conclusion: unk type of endoleak.